Event description:
Reporter called to regarding his freestyle libre 3. He received a replacement sensor in the mail and he stated he is getting a sensor error. Replacement sensor is defective. Reporter stated he will call abbott to get new replacement.